Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as took the patient took their ¿pd cap off for quite some time and pulled at the catheter¿. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. On an unknown date the same month as onset, the patient was treated with intraperitoneal vancomycin and tazicef (doses, frequencies and duration not reported) to treat peritonitis. On an unknown date one month prior to receipt of this report pd therapy was discontinued. It was reported the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.